Event description:
It has been reported that a versacross connect access solution kit was selected for use for a watchman flx procedure. During the procedure, the physician was unable to track into the superior vena (svc) cava using versacross pigtail wire, then the device was switched to the mechanical j-wire and was able to reach svc. Later, when versacross rf wire was re-introduced to perform transseptal, the physician first felt and then observed the wire coating was frayed away from the body of the wire, near to the proximal end and mostly near middle of the wire. The physician did not feel any issue while retracting the wire. The versacross dilator was already backloaded onto the wire/inside the patient at the time. Thus, a new versacross connect kit was opened, its versacross rf wire was used, and the procedure was completed successfully. No patient complications were reported. The device is not returning as disposed in facility. No other issues were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.